Event description:
A us distributor contacted zoll to report that the patient developed an open skin irritation from the ucor hfams patch. The patient described the area as a red raised rash, torn skin, bleeding, burning, blisters, stinging, and a skin infection. There was no alleged device malfunction contributing to the irritation. The patient's physician is aware of the skin irritation, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.